Manufacturer narrative:
(B)(4). The device is reported to be unavailable for evaluation. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration set for blood and blood components leaked. This occurred during priming for a neonatal blood transfusion, while the set was connected to a non-baxter syringe. There was no patient involvement. No additional information is available.